Manufacturer narrative:
Product ID a810, serial# unknown, product type programmer, physician; , software version: version (B)(4). The previously applied patient code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Interrogation of the pump was performed using a clinician programmer tablet that was assigned to the account (ID card #: (B)(4)). The software application used via the clinician programmer was version (B)(4). The patient showed no withdrawal symptoms due to the low daily dose. A return of baseline pain was the only noted symptom. The physician was managing the patient with orals until a replacement surgery could be scheduled and a pump allocated. The reason the pump was not replaced prior to eos was because the patient has, and has had for sometime now, a pressure ulcer. The patient was scheduled for a replacement months ago, but did not pass pre-op clearance due to the decubitus ulcer, and at this point, has still not been seen or cleared by her infectious disease physician. A pump replacement will be scheduled as soon as the patient gets cleared by all of the physicians involved and meets hospital pre-clearance requirements. The patient¿s weight at their last appointment was provided.

Manufacturer narrative:
Product ID a810, serial# unknown. Product type software if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the rep. It was reported that the decubitus ulcer was totally unrelated to the pump, but that the patient had the issue when they were scheduled for pump replacement precluded the patient from moving forward with the surgery. It was reported that the patient¿s non-pump related health issues became the responsibility of the patient and their infectious disease physician. The pump replacement would not be scheduled until the patient was cleared by all their physicians. It was reported that the patient did not immediately seek help for the ulcer and delayed the process of healing, which delayed the pump procedure past the lifespan of the pump. The nature and location of the ulcer was not given but was unrelated to the pump location. The physician had been managing the patient with oral medications. It was reported that the current plan was to schedule the pump replacement once the patient has been cleared by their physician.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for spinal pain. It was reported the physician had the patient come into clinic. Upon interrogating the patient's pump, the physician saw that it had reached end of service (eos). The physician was unaware that this pump was going to reach eos, and it was indicated as that this rarely happens for this provider. The company representative was unsure how it was not realized that the pump was reaching eos. The pump was confirmed as having reached eos on (B)(6) 2020, which was indicated as having been expected based off of the implant date. The physician had contacted the company representative because he was unsure what dose per day the patient was on, and now that the pump reached eos it was not displaying that information, which was considered normal eos function. The patient did not have any symptoms of withdrawal, and that the physician did not have this patient scheduled for a replacement. At the time of the report it was reviewed how to do the pump shutdown with an eos pump, and replacing the pump and an adjustment on dosing was being considered. The company representative was to contact the physician to discuss these considerations. No further patient complications have been reported as a result of this event.